Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during routine check-up the cs100 intra-aortic balloon pump, refurbished, english, non-uts, intl intra-aortic balloon pump (iabp)¿s screen was black. There was no patient involved.